Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 123 mg/dl at the time of the incident. Customer states the reservoir leaked at transfer guard during filling. The customer was advised the reservoir needed to be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Performed a visual inspection using; found snap-cap detached from reservoir¿s barrel and found snap-cap and septum attached to transfer guard. Unable to pre-fill..